Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading intermittent cartridges on the pump and the load fill tubing step intermittently required more insulin than expected. Additionally, the pump battery took more time to charge than expected. Reportedly, it was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.